Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. There were no alarms or warnings prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there was no patient involvement and stated that they were training another nurse on a dummy tummy when the fluid leak was discovered. The fluid leak occurred during an unknown phase of treatment. The pdrn stated that after they trained the nurse on how to use the cycler, they were shutting the machine down and discovered the fluid leak during step 9 while they were removing the cassette. The pdrn stated that there was fluid discovered in the cassette door. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that they have received the replacement cycler and confirmed that the old cycler would be returned as scheduled. The pdrn confirmed that there was no patient involvement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. There were no alarms or warnings prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there was no patient involvement and stated that they were training another nurse on a dummy tummy when the fluid leak was discovered. The fluid leak occurred during an unknown phase of treatment. The pdrn stated that after they trained the nurse on how to use the cycler, they were shutting the machine down and discovered the fluid leak during step 9 while they were removing the cassette. The pdrn stated that there was fluid discovered in the cassette door. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that they have received the replacement cycler and confirmed that the old cycler would be returned as scheduled. The pdrn confirmed that there was no patient involvement.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.